Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement with the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The cds was advanced to the mitral valve; however, when the m/l knob was turned, the cds was not moving in the typical directions. The cds was removed with the clip, and the alignment was confirmed to be correct. A new cds was used without issue. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue/difficulty positioning the device could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.